Manufacturer narrative:
Ensor (B)(4) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform simvivo test and all results were within specification. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that her son obtained a "scan again in 10 minutes" message from the freestyle libre sensor. The customer felt a "shock sensation" and obtained a glucose reading of 56 mg/dl on an unspecified meter. Customer required treatment of honey by mother and no further treatment was reported. There was no report of death or permanent injury associated with this event.